Manufacturer narrative:
Lot number is unk. Making attempts to collect this info. There is no expiration date for this product. Actual device was not evaluated; similar device evaluated. Unk whether the initial reporter is a health professional and what his occupation is. Making attempts to follow-up with the initial reporter for this info. Ddevice manufactured date is unk. Making attempts to follow-up on this info. Inadequate design seems to be the root cause of this issue. Having only two fasteners available and the placement of these fasteners in parallel is likely the cause for the reported complaint. This is not a single-use device. Eval summary: e-cylinders are used to house co2 or nitrogen. The e-cylinder canister holder is used to suspend e-cylinders off the ground. The holder attaches to a fairfield rail which is attached to a boom. The revision a holder has an adapter which is attached to it by two fasteners; one on top of the other in parallel. The adapter is called a fairfield fray adapter (fta) and this is the device which connects the assembly to the boom. The account did not return the actual e-cylinder canister holder involved in the reported complaint. The quality engineering department conducted operational and visual inspections on an available e-cylinder canister holder of the mentioned revision received from the field. The engineers confirmed that the equipment is the same in terms of design and performance to the e-cylinder canister holder at the specified account. The purpose of the testing was to simulate the event conditions as reported by the initial reporter. Inadequate design seems to be the root cause of this issue. Having only two fasteners available and the placement of these fasteners in parallel is likely the cause for the reported complaint.

Event description:
Per the sales representative, in operating room #4, the co2 tank holder fell. No pts were involved.